Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 406 mg/dl. Customer stated that the insulin pump had failed battery test alarm. Customer stated that the contacts on battery cap were not damaged or missing. Customer stated that the battery compartment spring was corroded. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery alarm due to failed battery test alarm. Device had broken battery cap.